Event description:
According to the facility on (B)(6) 2023 the "temp cable fell out of the connection at the y junction" of the foley catheter.

Manufacturer narrative:
According to the facility on (B)(6) 2023 the "temp cable fell out of the connection at the y junction" of the foley catheter. Per the facility the catheter had to be removed and the foley catheter needed to be replaced. The facility stated that the patient was not harmed during the incident and they are doing "fine". The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.